Event description:
It was reported that consumer was unable to aspirate medication while using relion insulin syringes 1/2ml 31 gauge. No patient impact reported. The following information was provided by the initial reporter: cannot draw medication because plunger rod is "stiff." Has to move the plunger rod in and out to loosen it up, "sometimes it works, sometimes it doesn't." When she drew up insulin but could not dispense it because plunger rod was stuck therefore, insulin was wasted.

Manufacturer narrative:
Date of event is unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.